Event description:
Per the clinic, the patient requested that the fixture be explanted due to performance issues. During removal on (B)(6) 2013, it was found that the fixture has not osseointegrated. The device is unavailable for analysis as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.